Event description:
Additional information. The patient still had concerns with her device or therapy but had not sought further help. The patient was in rehabilitation after the (B)(6) procedure and then was released to in home therapy. Currently, the patient was released to drive and go to outside therapy. The patient was going to call her health care professional soon for device reprogramming.

Event description:
It was reported the patient had a laser procedure on (B)(6) 2012, and the device was not turned "off" during the procedure. Following the procedure when the stimulation was "on" the patient had no stimulation sensation, leakage, and "pumping in her ear." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3889-28 lot #v846377 implanted: (B)(6) 2011, programmer model 3037 (B)(4).

Event description:
Additional information was reported that the patient still had concerns with his device and was trying to get together with the manufacturer's representative thru the doctor's office. The patient received assistance from his doctor or the representative and his concerns were resolved. The patient was still having concerns with his device or therapy but was working with his physician or the manufacturer's representative. The patient had been back to the doctor's office on a number of occasions but the device repeatedly malfunctioned. The patient was in an auto accident and had not been back since june. The patient did turn the device off as irritation and swelling was happening.